Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that their pump was over delivering insulin. The customer's blood glucose was 60 mg/dl at the time of the incident. The customer did not mention how they treated the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported that the pump is over delivering as they filled 100 units into the reservoir, but after a couple of hours only 34 units were remaining. Troubleshooting was completed but did not resolve the issue. The insulin pump will be and reservoir will not returned for analysis.